Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to intermittent loss of capture. According to the nurse the patients low potassium levels were suspected to be the cause of the raise in capture. Patient monitoring will continue.